Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer checked the station and found no failures with drawer 4, ran diagnostics and reseated all row board cables for drawer 4, performed diagnostic testing again and confirmed the drawer was functioning properly. The system functioned as intended when the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 4.2 half-height cubies were not detected on the bus. The system allowed recovery initially; however, when nurses attempted to access medications, the device repeatedly failed with a hardware error. Each time the system was rebooted, all components appeared in a failed state, displaying a "device not detected on bus" error. However, there were no delays or adverse events or injuries reported based on this event.